Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-mar-03, information was received from an healthcare professional (hcp) regarding a patient receiving baclofen (40 mcg/ml, 15.995 mcg/day), dilaudid (40 mg/ml, 15.995 mg/day), bupivacaine (0.4 mg/ml, 0.16 mg/day) and clonidine (100 mcg/ml, 40 mcg/day) via an implantable pump for spinal pain. It was reported the patient's primary drug dilaudid (40 mg/ml, 15.995 mg/day) was not changing, but the secondary drug (baclofen) was entered in as 4.0 mcg/ml when it was actually filled with 40 mcg/ml. The caller was walked through programming and it was reviewed a bridge bolus was not necessary due to the primary drug not changing. No symptoms or patient complications were reported.